Event description:
A spacemaker plus dissector system was opened and it was discovered that the seal on the dissector balloon was open, causing it to fall off the apparatus. Another product of same type was brought into the or and performed as expected. There was no harm to the patient and no delay in procedure. Manufacturer response for laparoscope, general plastic surgery, spacemaker plus (per site reporter). The device will be returned for failure analysis.